Event description:
It was reported through a journal article that a patient underwent a revision procedure due recurrent stiffness. The revision was to downsize the polyethylene liner. Attempts to obtain additional information have been made; however, no more is available at this time.

Manufacturer narrative:
(B)(4). G2: foreign - event occurred in canada. G2: literature - lex j, entezari b, backstein d ... Reliable outcomes provided by a rotating hinge knee arthroplasty for patients who have moderate-to-severe arthrofibrosis. The journal of arthroplasty, 2025; 41, 862-868. Https://doi.org/10.1016/j.arth.2025.07.041. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.